Manufacturer narrative:
(B)(4). Evaluation summary:the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Information was provided by a health care professional (hcp) that the product was not at fault. The root cause of the event was related to patient's corneal scar which made measurements difficult. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant surgery, a patient's refractive outcome was not as expected. The lens was exchanged for a different lens model and power.

Event description:
Additional information was received from the implanting physician reporting that the patient had poor vision following the initial intraocular lens (iol) implant surgery and that it was due to residual astigmatism caused by a corneal scar and calculation error.

Event description:
Additional information was received from the implanting physician that the patient had a corneal scar in the eye which made calculating lens power difficult. In the physician's opinion the intraocular lens (iol) did not cause or contribute to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).